Manufacturer narrative:
Product analysis: analysis was able to confirm that there was a failure with the point position of the touch screen on the programmer, and that the upper left and right display hinges were damaged and there was telemetry failure. Analysis also noted that the media bay door was damaged and the programmer failed thermal sensor 7. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a failure with the point position of the touch screen on the programmer. It was also noted that the position of the touch screen could not be fixed and there was telemetry failure. The programmer was returned for service. No patient complications have been reported as a result of this event.